Manufacturer narrative:
Poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer, via a tolling agreement, and described the occurrence of neurological injuries in a male pt who received super poligrip denture adhesive cream (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip (dental) at unk dosing. At an unk time after starting super poligrip, the pt experienced neurological injuries due the ingestion of super poligrip. At the time of reporting, the outcome of the event was unk. Medical records received (B)(6) 2010: at a physician's visit on (B)(6) 2010, the pt was noted to have pernicious anemia and neuropathy. He was on monthly b12 injections and had stopped copper supplementation on (B)(6) 2010. He was ambulating with use of a cane. At follow up on (B)(6) 2010, it was noted the pt had diagnoses of pernicious anemia, neuropathy, and copper deficiency. His neuropathy continued at that time. On (B)(6) 2010, zinc level was 0.94 mcg/ml (normal 0.66 to 1.10) and copper was 1.27 mcg/ml (normal 0.75 to 1.45).